Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128778 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (128778) have been reported from the same facility in canada.

Event description:
Incident occurred on newborn baby in operating room after mother gave birth via caesarean section. Newborn was transferred to facility. Customer shared that a 15mm io needle was used. Adverse impact to patient is unknown at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Incident occurred on newborn baby in operating room after mother gave birth via caesarean section. Newborn was transferred to facility. Customer shared that a 15mm io needle was used. Adverse impact to patient is unknown at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an incident occurring with an io needle was inconclusive due to the sample condition. A photograph of an unopened 15mm x 15g io needle kit was returned for evaluation. The device and device failure were not visible in the returned photograph. As per the event description, the complainant experienced failure modes that are discussed in the field action letter ¿intraosseous needle set kits, intraosseous manual driver kits and intraosseous powered drivers.¿ these issues include difficulty separating the stylet from the needle, the needle safety mechanism not deploying, and/or the metal disc sticking inside the power driver. A review of the field action verified that the implicated catalog number d015151nk and batch number 128778 were within the scope of the voluntary recall. As the returned photograph contained the product labeling and did not show the device failure, the complaint cannot be confirmed at this time. However, the complaint has been documented and will be monitored as part of complaint trending. Bd has acknowledged that this issue is possible and is related to inadequate curing within the product. Corrective actions are being implemented to prevent recurrence. H3 other text : evaluation findings are in section h.11

Event description:
Incident occurred on newborn baby in operating room after mother gave birth via caesarean section. Newborn was transferred to facility. Customer shared that a 15mm io needle was used. Adverse impact to patient is unknown at this time.